Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over-bolused due to frustration with elevated blood glucose level (300 mg/dl). Customer's mother wanted to cancel insulin-on-board (iob). During troubleshooting with tandem technical support, contact understood that iob could not be cancelled as iob represents insulin in the body. Contact reported that there was no issue with the performance of the pump. Follow up with contact the following day indicated that the customer's blood glucose level decreased to 148 mg/dl that evening and customer's blood glucose level was now "good."